Manufacturer narrative:
(B)(4).

Event description:
No device component fell into the patient's cavity.

Event description:
Procedure: inguinal hernia repair. According to the reporter: plastic flange broken off at tip of trocar upon removal from patient. Pieces of the device had to be removed from the operating area. All pieces recovered. On opening of a second device with the same lot number to inspect, the same fault occurred. No device component fell into the patient's cavity. Reference (B)(4) for second device.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.